Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Implanted.

Event description:
Patient phoned customer service and complained her knee was painful. She hadn't contacted her surgeon.